Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an esc button that may have become stuck. The customer's blood glucose was 103 mg/dl. The customer did not recall any significant events leading to the issues but noted that she had been sweating and may have exposed the device to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.